Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to the device being exposed to conditions outside of those identified on product and instructions for use labeling that would include exposure to chemicals used during decontamination / sterilization of clinical environments or extreme environmental conditions during storage. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a vascular examination on a patient, the operator placed the catheter at the level of the aorta with a curved 0.035 x 150cm guide and immediately after that the end of the catheter migrated during the removal of the guide. The end got stuck in the abdominal aorta and when trying to retrieve the tip with a lasso the end of the catheter was cut into several pieces. A retrieval basket was used to retrieve the device from the patient.